Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The axsym analyzer generated a total psa result of 5.64 ng/ml on one patient sample, which upon repeat, generated a total psa result of 0.00 ng/ml. The controls were in range. The patient sample generated a total psa result of 0.00 ng/ml when run on another axsym analyzer. The patient's previous total psa result was 0.00 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. The performance of the axsym total psa reagent (lot 64062lf01) was assessed using an in-house retained reagent lot 64062lf01, which is composed of identical individual components as sub-lot 64062lf01, and three in-house serum based panels. These panels are of varying psa concentrations, spanning a concentration range of 0 ng/ml to 4.31 ng/ml. In addition, reagent lot 64062lf01 was assessed using the patient serum sample returned to abbott by the customer. Three test runs were performed as per in-house test procedures across three axsym instruments. Two replicates of master calibrators 1 and 2 were used to generate the calibration curve and one replicate of each of the axsym total psa low, medium and high controls were tested to assess the validity of the calibration curve and one replicate of each of the in-house serum panels were then tested on these three instruments, five for each instrument, with one replicate of the patient serum sample. For each panel, the results obtained were within the expected values and passed in-house acceptance criteria. Each individual replicate was within specification range. For the patient serum sample, a value of 0.00 ng/ml was obtained on each of the three instruments. In addition, testing data generated by the quality control laboratory prior to approving lot 64062lf00 and all sub-lots was reviewed. No anomalies were reported and all kit release specifications were met. A review of complaint report records registered for the axsym total psa reagent was performed. No adverse trends related to discrepant patient results were observed. While a root cause for this discrepant patient result that the customer observed is difficult to establish, the assay package insert contains information in relation to sample preparation. It states that if the specimen is centrifuged before a complete clot forms, the presence of fibrin may cause erratic results. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting time. Further, the operations manual for the abbott axsym systems states, under section 10 "results erratic, discrepant, and/or experiencing imprecision", that such results may be due to inadequate washing/flushing of the probe, damaged probe, incorrect sample loading, or bubbles in a sample. Contamination of reaction vessels or sample cups may also have caused the discrepant result. The result of the investigation emonstrated that the axsym total psa reagent lot 64062lf01 is performing within intended use, label claims and specifications. No product deficiency was found. This is the final report.